Event description:
An optometrist reported a patient with corneal haze in both eyes six months following lasik treatment. The patient reported blurry vision at a distance. The patient's topical steroid dosage was increased. In a f/u with the optometrist, she indicated the patient was last seen on (B)(6) 2013 and there was a decrease in the corneal haze. The patient reported an improvement in vision for the left eye. Patient continues to use topical steroid drops. The optometrist also reported the patient had a planned monovision lasik treatment. The left eye was treated for near vision. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).